Event description:
Complainant alleged that during biomed testing, the device failed earth ground resistance testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing.

Manufacturer narrative:
MDR correction (h10): this supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. No accessories was returned with the unit for further investigation. The device is end of life and was returned to the customer labeled not certified for clinical use. The device activity logs do not capture reports of this nature. No trend is associated with reports of this type.